Event description:
It was reported to philips that the battery pins are damaged. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified based on visual inspection in the lab. Failure was localized to j2 pin 1 which was found to be broken, while pin 3 and pin 5 which were found to be bent